Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The company service representative found system message -"up-switch failure" in the system event log. The footswitch cable was replaced to address this issue. The system was then tested and met all product specifications. The footswitch cable was received and a visual assessment of the returned sample revealed a cut on the cable and that the cable was distorted. The returned sample was connected to a calibrated system and it passed the functional testing of the footswitch. Each pin in the returned footswitch cable was tested and was found in a good condition of continuity. Even though the cable had some visual nonconformities, it did not influence the function of the system as testing found it to meet functional specifications. Also, the event was not duplicated. Therefore the reported event cannot be confirmed. The system was manufactured on april 20, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the vitrector was not working during surgery. The system was replaced and the procedure was completed with no harm to the patient.